Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was also referenced that on (B)(6) 2010 a bs pinnacle was implanted. No clarifying information is provided. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent vaginal hysterectomy, vault suspension to the uterosacral ligaments, and posterior pinnacle repair on (B)(6) 2010 due to uterine prolapse and recurrent rectocele.

Manufacturer narrative:
(B)(4). Reason for surgery: uncontrolled leakage of urine, urinary stress incontinence, 2nd degree cystocele and rectocele, pop. Concurrent procedures: anterior and posterior colporrhaphy, cystoscopy. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, dyspareunia. It was reported that patient underwent mesh excision on (B)(6) 2013.